Manufacturer narrative:
UDI not available for this system at time of filing. The device was not returned, so no analysis was conducted. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that upon installing cranial 31., the medtronic representative (mr) was unable to see any images in framelink. The images were imported through digital intercommunication of medicine (dicom) query retrieve (q/r) and upon opening framelink, they were "black". Another mr imported additional exams through both cranial and dicom qr and none appeared "black" in framelink. Sent summary to account team to better understand if this was a single exam that appeared black in the software. The mr was able to identify at 72 slice mr which was black in the preview screen in framelink but it was no longer available in pacs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.